Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and fibrin the patient¿s pd catheter. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to touch contamination during ccpd therapy on the liberty select cycler as reported by the pdrn. This is further evidenced by the presence of a microorganism that is a predominate part of the normal flora of human skin. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient received patient line is blocked soft alarms during treatment. The peritoneal dialysis registered nurse (pdrn) stated the patient has an active case of peritonitis and is constipated at times. The pdrn will follow up clinically. Upon follow up, the patient¿s pd registered nurse reported this patient presented to the outpatient clinic with symptoms of abdominal pain, fibrin in the pd catheter (not a fresenius product) and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2020 presented with staphylococcus hominis and a white blood cell (wbc) count showed 187/mm3. The patient was diagnosed with peritonitis due to touch contamination during continuous cyclic pd (ccpd) therapy on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal vancomycin at 1000 mg every other day for two weeks. Additionally, it was reported the patient¿s intermittent constipation was a normal course due to pd therapy and no medical intervention was provided outside ongoing pd therapy support. It was confirmed the patient¿s peritonitis and constipation were not due to a malfunction or deficiency of the liberty select cycler or any fresenius product(s) or device(s). The patient is recovering from this event and continues ccpd therapy on the same liberty select cycler at home.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.